Event description:
The customer reported the beckman coulter act diff 2 hematology instrument's baths overflowed onto the counter. Troubleshooting proved unsuccessful as the customer called back for service. Service was dispatched for this event and the field service engineer (fse) found the waste pump working intermittently. Fse noted there was no risk to operator and that no erroneous results were generated or reported. On (B)(4) 2011 the fse installed new waste pump, verified startup and qc, all issues were resolved. Root cause for the bath overflow can be attributed to the intermittent operation of the waste pump. Upon a recur, the operator may be exposed to biohazardous materials.

Manufacturer narrative:
(B)(4).